Event description:
Complaint alleged that during a routine shift check by a clinician, the device displayed a "defib fault 108" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll med corp has not received the device for eval and this complaint is still under investigation.